Manufacturer narrative:
Analysis of programming history.

Event description:
During the review of the pt's programming history, it was noted that the pt's settings were altered unintentionally from a faulted diagnostic test. The pt was seen on (B)(6) 2005 and a faulted diagnostic test occurred. The pt's settings were not corrected until (B)(6) 2006.